Manufacturer narrative:
It was reported that the patient underwent skin revision surgery on (B)(6) 2020 to excise skin and tissue at abutment site, the procedure was done under general anaesthesia. This report is submitted on 29 january 2021.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery, in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. This report is submitted on 18 march 2021.

Manufacturer narrative:
This report is submitted on 29 dec 2020.

Event description:
Per the clinic, it was reported that the patient had history of chronic skin overgrowth, which was treated with steroid cream. Additional information has been requested but has not been made available as of the date of this report.